Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer =¿ black customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm found on (B)(6) 2022. No¿critical insulin pump error (open book image) alarm¿noted during boot up. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ insulin pump received with cracked battery tube threads. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and¿self test.¿ successfully downloaded history files and traces using thus and and found in the insulin pump history on (B)(6) 2022 at 03:37:50.000, insulin pump error alarm (filenumber: 32122, linenumber: 2727) and insulin pump error alarm (filenumber: 169, linenumber: 0). Insulin pump was cut open and found moisture damage on the electronic assembly, battery tube, vibrator and force sensor during the visual inspection. Critical insulin pump error (open book image) alarm¿not confirmed. Insulin pump error and insulin pump error alarm found in the insulin pump history due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.